Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device exhibited post-paced t-wave oversensing. The oversensing was noted on the stored egm. Programming changes were recommended.